Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that there was a drop in r waves and oversensing and undersensing due to chaotic/low amplitude agonal ventricular fibrillation (vf). The clinician inquired as to why the device did not shock. It was noted that there was possible undersensing of the arrythmia and withholding of therapy. It was also noted that during/after the patient coded, there was clearly inconsistent sensing. External compressions were performed. The patient passed away twelve days after implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.